Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the t-handle had large cracked and when tested to see if it withstand forces it broke. No surgical delay.